Event description:
The complaint description was reported as: during a procedure, the device was used while taking a vein graft. It was reported that patient was burned at three incision sites. Surgery was not delayed, but patient was treated with a burn ointment to the affected areas and a sterile dressing was applied. No further information is available.

Manufacturer narrative:
Device has been returned for investigation. Investigation ongoing and is not complete at time of this report. A follow up report will follow when investigation is completed.